Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis twice on (B)(6) 2015 and on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer felt symptoms of nausea, vomiting, abdominal pain, and headaches. The customer was treated for their blood glucose with insulin drip. It was unknown if the customer was wearing the insulin pump during their hospital stay. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.